Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Health professional reported explant surgery due to an alleged lap-band port leak. The event was first noticed when the pt complained of no restriction.